Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " person in charge reports that due to hyperemia in the area where the cvc was, a new cvc was inserted. When the double lumen catheter was reinserted, there was resistance in the guide wire, resulting in a deviation in the quality of the material (bending) and the loss of 3 catheters." The issue occurred with 3 catheters kinking and the forth was successful. There was no reported patient harm or consequence. Associated complaints 9680794-2024-00724, 9680794-2024-00726 and 9680794-2024-00725.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " person in charge reports that due to hyperemia in the area where the cvc was, a new cvc was inserted. When the double lumen catheter was reinserted, there was resistance in the guide wire, resulting in a deviation in the quality of the material (bending) and the loss of 3 catheters." The issue occurred with 3 catheters kinking and the forth was successful. There was no reported patient harm or consequence. Associated complaints 9680794-2024-00726 and 9680794-2024-00725.